Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventative maintenance of a 980 ventilator, several universal serial bus (usb) failures were present in the diagnostic logs. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and replaced the usb flash drive. The se updated the software to the current revision. The se performed calibrations and extended self-testing on the device and all tests passed.